Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection.

Manufacturer narrative:
Additional information was received that the infection was on the lead site. Symptoms were redness and incision had split open. The patient was prescribed with antibiotics and was referred to wound clinic. The physician believed that the infection was not device or procedure related. The patient¿s explant was cancelled. No further information could be obtained.

Event description:
A report was received that the patient had developed an infection.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block d6b: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 19243779.

Event description:
A report was received that the patient had developed an infection. Additional information was received that the infection was on the lead site. Symptoms were redness and incision had split open. The patient was prescribed with antibiotics and was referred to wound clinic. The physician believed that the infection was not device or procedure related. The patients explant was cancelled. No further information could be obtained. Additional information was received that the patient underwent an explant procedure wherein all device components were removed.